Event description:
The ge oec 9800 fluoroscopy system was reported to make a popping noise from the x-ray tube area.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a evidence of arcing at the tube. The high voltage cables were cleaned and re-greased. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.